Event description:
It was reported that pump experienced malfunction after exposure to water and displayed malfunction code 24 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.